Event description:
Reporting status: serious injury/required intervention. Reporting rationale: plaque shift/dissection requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that during a pre-dilated mid rca stenting procedure, after deployment of the first stent, a plaque shift occurred causing narrowing of the right ventricular branch of the right coronary artery. After ballooning the right ventricular branch, a dissection was noted just prior to this branch in the rca. This was treated by deploying a second xience v stent, overlapping the first stent, within the mid rca. There is no add'l info available.

Manufacturer narrative:
The pt effect of dissection, as listed in the xience v IFU is a known adverse event associated with coronary stenting procedures, and is not necessarily an indication of a product quality deficiency. The pt effect of plaque shift is not specifically listed in the IFU, it does list the potential effects of embolism and occlusion. These pt effects in addition to add'l therapy/non-surgical treatment are addressed in the no-fault risk assessment as post-procedure complications associated with coronary stenting. IFU states: "implanting a stent may lead to a vessel dissection and acute closure requiring add'l intervention.